Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached, and blood noted on proximal conductor, helix mechanism, and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the lead was replaced due to a "failure defect and inappropriate shocks." The patient was also diagnosed with atrial fibrillation. No further patient complications have been reported as a result of this event.